Manufacturer narrative:
The user facility reported via user facility medwatch report # 0503660000-2019-8004 that the cleaning test for their reliance genfore washer did not pass. A steris service technician arrived onsite to inspect the washer and the technician found that the enzymatic portion of the instrument cycle was not enabled. The technician re-entered the instrument cycle, tested the unit, confirmed it to be operating according to specification and returned it to service. A two-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch report # 0503660000-2019-8004 that the cleaning test for their reliance genfore washer did not pass.